Event description:
On (B)(6) 2022, during a cystoscopy with bladder biopsy, a foreign body was retrieved from the anterior portion of the prostate fossa. Upon examination it appeared to be the beak of a resectoscope, foreign body was sent to pathology which confirmed it was consistent with the beak of a resectoscope. The patient previously had a cystoscopy with transurethral resection of the prostate and bladder tumor on (B)(6) 2022. A resectoscope was used during this procedure and it is believed the beak tip broke off of the inner sheath of the resectoscope during that time.